Event description:
Dealer states the joystick lights are not all functioning properly. Also in speaking with the reporter it was learned the tilt will not go all the way to zero it stops at seven. There is no injury. Please note any further information will be provided in a supplemental report.

Manufacturer narrative:
(B)(4) no RMA. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.